Event description:
An incident occurred with a mayfield system and was described as follows; after a cervical spine procedure, while the pt remained on the horseshoe headrest, suddenly the whole horseshoe with the holder started to slide down. All the clamps were still locked and nobody was touching the system or the pt's head. Fortunately the physician stood behind the pt's head, so he caught the head into his hands. Immediately an x ray of cervical spine was done and the mayfield system was sent to biomed for an inspection where the main joint was sliding around the big bar. The injury was not provided. The procedure/surgery time was not increased. This pt was the second one on the system that day. During the first procedure there was no problem or complaints. Additional clinical info was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.